Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came into the hospital for low hemoglobin with concern for gastrointestinal (gi) bleed. Review of alarm history revealed a pump stop event as well as several low flow and low speed advisory events. The patient had a bedside driveline repair performed on (B)(6) 2019 (2916596-2019-05919) and the external driveline was noted to have some rescue tape on it. The patient had no complaints of symptoms and was noted to be stable with a doppler ultrasound of 78. A chest/abdomen/driveline/controller x-ray was ordered. Log file analysis by the original equipment manufacturer (OEM) revealed low speed and pump stop alarms on (B)(6) 2021. The x-rays provided were unremarkable. The patient remained on an ungrounded patient cable. It was additionally reported on (B)(6) 2022 that the patient had been applying rescue tape for "some time" (2916596-2022-00231) and that no further treatment was pursued for the patient's driveline issues. The patient underwent a capsule study which showed a small area of intestinal bleeding. They subsequently underwent push endoscopy which revealed a jejunal arteriovenous malformation (avm) which was treated with clips and argon plasma coagulation (apc). The patient's hemoglobin remained stable after the procedure without further episodes of bleeding. The patient was discharged on lovenox with bridging to warfarin, and protonix by mouth. The low flows had resolved once the patient's hemoglobin became stable, and were attributed to possible hypovolemia due to the patient's gi bleed.

Event description:
Related manufacturer report number: 2916596-2022-00022.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed low speed operation events and a pump stoppage. Based on past experience with the heartmate ii (hmii) left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. Evaluation of the submitted photo confirmed locations of rescue tape on the external portion of driveline which the account reported was due to superficial damage to the outer layer of the patient¿s driveline. A direct relationship between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. The submitted log file contained from (B)(6) 2021 to (B)(6) 2021. The log file captured intermittent low speed operation events and a pump stoppage on (B)(6) 2021. The log file recorded low speed alarms and low flow alarms during the abnormal pump operation. The patient was operating on the mobile power unit during all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the submitted log files is indicative of a potential driveline issue. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. C is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. Patient handbook (rev. C) is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came into the hospital for low hemoglobin with concern for gastrointestinal (gi) bleed. Review of alarm history revealed a pump stop event as well as several low flow and low speed advisory events. The patient had a bedside driveline repair performed on (B)(6) 2019 (2916596-2019-05919) and the external driveline was noted to have some rescue tape on it. The patient had no complaints of symptoms and was noted to be stable with a doppler ultrasound of 78. A chest/abdomen/driveline/controller x-ray was ordered. Log file analysis by the original equipment manufacturer (OEM) revealed low speed and pump stop alarms on (B)(6) 2021. The x-rays provided were unremarkable. The patient remained on an ungrounded patient cable. It was additionally reported on (B)(6) 2022 that the patient had been applying rescue tape for "some time" (2916596-2022-00231) and that no further treatment was pursued for the patient's driveline issues. The patient underwent a capsule study which showed a small area of intestinal bleeding. They subsequently underwent push endoscopy which revealed a jejunal arteriovenous malformation (avm) which was treated with clips and argon plasma coagulation (apc). The patient's hemoglobin remained stable after the procedure without further episodes of bleeding. The patient was discharged on lovenox with bridging to warfarin, and protonix by mouth. The low flows had resolved once the patient's hemoglobin became stable, and were attributed to possible hypovolemia due to the patient's gi bleed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.